Event description:
It was reported that the patient had trouble recharging, and did not charge for one year. The hcp planned to replace her ins or the entire system. On (B)(6) the patient's ins was replaced with a 37701 model. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model 39565-65 serial# (B)(4) implanted: 2010-(B)(6) explanted: na; programmer model 37744 serial# (B)(4); recharger model 37752 serial# (B)(4). Analysis of the neurostimulator model 37712 serial (B)(4) found no significant anomaly. The battery had reduced capacity due to overdischarge.